Event description:
While inserting bone screw with a t-wrench into a predrilled hole, the screw broke. Another hole was drilled & md had problems getting 2nd screw in. Used a 3rd screw to complete procedure. This was during an "hto" procedure.